Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation which supports a causal relationship. Peritonitis is a well-documented complication of pd therapy. Due to limited information, the source of the patient¿s peritonitis cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) therapy was experiencing unspecified symptoms (during ccpd treatment; unknown date) which led to them disconnecting from treatment and calling the pd clinic. Subsequently, the patient was seen in the outpatient pd clinic and was diagnosed with peritonitis. The patient was initiated on antibiotic treatment with ancef 1 gram (g) unknown route. The patient¿s nurse stated the patient is recovering. No further information surrounding the event is available.